Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board (iob) calculation) issue. It was reported that the iob was not showing up on the bolus total screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated. The pump was returned with the insulin on board (iob) set to on duration 4.0 hours. A 3.30 unit bolus was performed and was immediately followed by the pump displaying the 3.30 unit iob in the status screen. After 4 hours, the iob status was 0.00 and was correctly reflected in the iob status. The iob was found to be functioning properly. The returned battery and cartridge caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.